Event description:
Boston scientific received information that that this cardiac resynchronization therapy defibrillator (crt-d) displayed a message indicating to check the left ventricular (lv) lead. The lv pacing impedance measurements ranged between 1,200 and 2,000 ohms in the lv tip to lv ring configuration. An lv pacing impedance measurement of 386 ohms was obtained in the lv tip to right ventricular (rv) ring configuration. A potential lead fracture in the proximal ring was suspected. Boston scientific technical services (ts) provided troubleshooting options. The lv sensing configuration was changed as well and monitoring was continued. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was explanted and replaced for unrelated reasons 3 years later.